Manufacturer narrative:
(B)(4); as no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient received an inappropriate shock due to double counting of t waves resulting from a change in r wave amplitude when patient was lying on their side. The sensing vector was reprogrammed. The subcutaneous implantable cardioverter defibrillator (s-ICD) remains in service and no adverse patient effects were reported.